Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 20 mmol/l (360 mg/dl) for three hours due to the infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.